Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery cap had stripped threads and there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2016 with the following findings: a review of the black box data showed no unexplained reboots. A visual inspection of the pump showed no visible moisture externally. The battery compartment was cracked. The returned battery cap was damaged at the removal slot and was difficult to remove; however, it was able to attach on to the pump. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no issues. The pump failed a leak test due to the battery compartment crack. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the audio bolus button cover was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.